Event description:
It was reported that the customer was hospitalized due to a stomach infection. During the hospitalization, the customer experienced high blood glucose levels, and was treated. The reported blood glucose reading was 380 mg/dl. It was stated that the customer was thirsty, hungry and going to the bathroom frequently. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer removed the infusion set, and there was blood. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.